Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. The suspected cause was due to the customer¿s personal profile requiring adjustments. The customer consumed carbohydrates to address bg. The customer contacted their healthcare provider (hcp) and updated their settings to address the event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.